Event description:
It was reported that the patient¿s implantable neurostimulator (ins) only lasted them 2 months. The patient¿s stimulation was very high but the ins didn¿t last as long as they expected. The ins was replaced. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a160, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).